Manufacturer narrative:
A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during stent deployment/balloon inflation there was a pin hole leak. A competitor's inflation device was used to inflate the balloon. The inflation pressure was 10atms prior to the leak. A new balloon was used to complete the procedure. No injury occurred to patient. The evercross dilatation catheter was not received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation.